Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that he lost stimulation sensation suddenly a few days ago. The recharger showed the implant battery was 75% charged and the therapy was on but the patient didn¿t feel stimulation. Troubleshooting reviewed using the recharger and the recharger showed the implant was on. The patient stated he had not fallen within the last couple of weeks or month. The patient was directed to their healthcare provider to check the device as the programmer wasn¿t available to try further troubleshooting. The indication for use was post lumbar laminectomy syndrome.